Event description:
It was reported that the patient's underwent surgical revision for the removal and replacement of ams 800 occlusive cuff due to unspecified reason. Additional information received stated that the patient experienced recurring incontinence due to urethral atrophy. The patient outcome post surgery was positive.

Manufacturer narrative:
D6 & d7 correction. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's underwent surgical revision for the removal and replacement of ams 800 occlusive cuff due to unspecified reason. Additional information received stated that the patient experienced recurring incontinence due to urethral atrophy. The patient outcome post surgery was positive.